Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the post implant follow-up, capture thresholds were measured evidencing loss of ventricular capture. The physician elected to x-ray the chest and confirmed the lead had dislodged. Surgical intervention was taken and the lead was able to be resecured and remains implanted and in service. No resulting adverse patient effect were reported.